Manufacturer narrative:
Device is not distributed in the united states. The device history record was reviewed; the raw material testing certificate and manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The measurable section of the drill bit was found to be in compliance with technical specifications. A cross section of the drill bit shows no irregularities. No product fault could be detected.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device manufacture date corrected from 03/30/2009 to 04/06/2009.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Dimension investigation revealed the measurable dimension of the drill bit as well as the other articles were checked and found to be in compliance with the technical drawings and specification. The examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with the specification and within the international standard. Performance testing revealed only the aiming arm was still in working order. The insertion handle and the connecting screw were badly damaged. It is possible due to the damage of the insertion handle, the drill could not be aimed accordingly and the applied force caused the breakage of the tip. No fault could be detected.

Event description:
This is report 1 of 2 for this (B)(4).

Event description:
Device report from (B)(4) reported that during repair of a tibial fracture the 3.2mm diameter drill bit broke. Approximately 11mm of the drill bit remain in the patient.